Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, a severe rash due to elevated metal levels, and toxic cobalt-chromium metal debris to be released into the tissue. Update 1/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported sharp pains radiating down leg and buttock, inability to ambulate without assistive device and a hematoma after the revision surgery. Medical records reported pain, limping, shoe osteolysis, retroacetabular osteolysis and proximal femur osteolysis. Primary surgical report noted blood loss of 800ml without reason or cause of blood loss. Revision surgical report noted osteolysis was reason for revision. There was no documentation of severe rash or metal debris within the medical records reviewed. There were no metal ion lab results to determine levels within records. Stem being added for allegation of elevated metal ions. Part/lot updated. The complaint was updated on: feb 2, 2016. Update 01/12/2016 der states patient was revised to address a femoral stem fracture. Complaint was updated feb 2, 2016 .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  UDI: (B)(4). Added: b5, h6(patient, device). Corrected: a2, d7.

Event description:
Ppf has no new allegation, however ppf alleges abductor muscle repair and fractured component after first revision. Updated stem dor and patient's age. Added lawyer, law firm, surgeon hospital and patient harm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6- no code available is to capture surgical intervention. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.